Manufacturer narrative:
Additional corrected information h6, h11: h11: the device was received for evaluation. During functional testing, the reported problem "did not alarm for not infusing" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction was required. During functional testing, the reported problem "downstream occlusion" was not reproduced. The device passed the downstream occlusion testing. A review of the event history log on last day of customer use revealed two 'downstream occlusion' alarms. However downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the chipped downstream tubing guide which can affect sensor calibration. The downstream tubing guide required to be replaced to address this issue. During functional testing, the reported problem "above stream occlusion" was not reproduced. A review of the event history log on last day of customer use revealed one 'upstream occlusion' alarm. However upstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of not alarming for occlusion and infused slow during IV drip medication. "Infusion despite having very slow drips visible in tubing chamber never infused. Entire bottle remains. Pump was removed from room." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, did not alarm occlusion was not reproduced. Evaluation had the device sent to flow line for downstream occlusion testing with a passing result. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor and optical sensor out of specification and downstream tubing guide was chipped. The downstream tubing guide requires replacement and the optical sensor calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.